Event description:
Description of event: MDR-2068 ¿ de30009 on (B)(6) 2023 patient had 3 study devices placed on right leg. No adverse events occurred during the procedure/discharge. 12 month post procedure follow up completed on (B)(6) 2024: no-flow was observed via doppler ultrasound in the whole superficial femoral artery in all study lesions (1 and 2) and in all three study devices. Since index procedure involved endovascular treatment with multiple devices at a long vascular length, additional induced stress or lesions on the vascular tissue is possible. All three study devices might have acted as a pro-thrombotic factor. Patient did not have leg pain while resting but had aggravation claudication symptoms in both lower legs, right side more severe with pain free movement of under 200m. There was no critical limb ischemia observed. Patient was referred to vascular surgery for a walk in referral. Re-occlusion in study lesions / study leg requiring no immediate surgical or endovascular intervention. Patient outcome: event ongoing. Walking training, recommended stop of smoking, watchful waiting.

Manufacturer narrative:
PMA/510(k) # p050017/s006 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A supplemental report is being submitted due to completion of the investigation on 05-sep-2024.

Manufacturer narrative:
PMA/510(k) # p050017/s006. This file was opened in response to the attached pcmf study. This file will capture re-occlusion of study lesions for one patient with three stents implanted. Device evaluation: the device evaluation could not be completed as the zilver flex devices or photographic evidence of the devices was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data was not reviewed as the lot number is unknown. Instructions for use and/label: there is no evidence that the user did not follow the IFU/label. Ifu0058 states ¿potential adverse events that may occur include, but are not limited to: abrupt stent closure, allergic reaction to nitinol, amputation, angina/coronary ischemia, arrythmia, arterial aneurysm, arterial rupture, arteriovenous fistula, atheroembolization (blue to syndrome), death, embolism, fever, hematoma/hemorrhage, hypersensitivity reactions, hypotension /hypertension, infection/abscess formation at access site, intimal injury/dissection, ischemia requiring intervention (bypass or amputation of toe, foot or leg), myocardial infarction, pseudoaneurysm formation, pulmonary embolism, renal failure, restenosis of the stented artery, septicemia/bacteremia, stent malposition, stent migration, stent strut fracture, stroke, spasm, tissue necrosis, worsened claudication/rest pain.¿ as per medical advisor input, restenosis of the stented artery is the listed potential adverse event in the device IFU which is applicable to this case. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause of patient pre-existing conditions and complications from the index procedure was established. As per medical advisor input ¿yes, it was likely due to the patient pre-existing conditions as well as the index procedure (i.e., involved endovascular treatment with multiple devices at a long vascular length, additional induced stress or lesions on the vascular tissue is possible) which would have contributed the reocclusion.¿ as per medical advisor input, the re-occlusion in this case is an expected side effect of the device and is covered under "restenosis of the stented artery", which is listed as a potential adverse event in the device IFU. From the file it is know that patient pre-existing conditions included chronic obstructive pulmonary disease, hyperlipidemia, hypertension, peripheral arterial disease, and peripheral venous disease. The patient is a current smoker and had experienced a thromboembolic event. Risk factors for stent restenosis include hypertension, smoking, hyperlipidemia, peripheral arterial disease, peripheral venous disease and chronic obstructive pulmonary disease. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction: for all complaints a recommended action will be to continue to monitor for similar events. Summary of investigation: this file was opened in response to the attached pcmf study. This file will capture re-occlusion of study lesions for one patient with (B)(4) stents implanted. Confirmed quantity of (B)(4) devices used. According to the initial reporter the patient required no immediate surgical or endovascular intervention. A possible root cause of patient pre-existing conditions and complications from the index procedure was established.